Event description:
Sorin group (B)(4) received a report that the s3 double head pump stopped during a procedure. The clinician power cycled the pump twice in order to regain functionality and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.